Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure. Fa found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece measuring approximately 0.20" x 0.55" was found to be broken off the yaw pulley. The broken piece was not returned.

Event description:
It was reported that during central processing, the tip was broken on the fenestrated bipolar instrument. There was no report of patient involvement.